Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer¿s current blood glucose level was 302 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The product will not be returned for analysis.